Manufacturer narrative:
This report is submitted on 19 may 2021.

Manufacturer narrative:
This report is submitted on 07 april 2021.

Event description:
Per the clinic, the patient experienced staphylococci infection in the head and was treated with antibiotics (ekvacillin) (date and duration not reported). The patient was subsequently explanted on (B)(6) 2021.